Event description:
Allegedly, pt is at skeletal maturity - surgeon wishes to revise to a permanent implant.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Prod not returned. The surgeon advises the pt is at skeletal maturity and is ready to revise this to a permanent implant. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be amended when the investigation is completed.